Event description:
"Blood coming out of the clave in a continuous steam" when intravenous administration set luer was removed from clave. It is stated the blood made a 6" circle on the pt's gown. Nurse was in process of changing the intravenous site and this j-loop was in the "old" site. When the "new site was ready the nurse removed the extension set tubing from the "old" site and the event occurred. Nurse stopped the bleeding and intravenous tubing was attached to the "new" site without further incident. Nurse stated in a note, dated 11/15/1998, that she "didn't notice anything unusual when the luer tubing was removed from this j-loop." A call to the user facility, when this report was received, provided no addtional knowledge of the event.